Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (# fx643t) was implanted on (B)(6) 2020. According to the complainant, the device was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) months, height: 60 centimeters (cm), weight: (B)(6) kilograms (kg), gender: female.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves, but the inlet spout is clogged with deposits and on the outer housing were deposits detected during the visual inspection. Permeability test: a permeability test has indicated that both valves have blockages. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves, but the inlet spout is clogged and on the outer housing were deposits detected during the visual inspection. Next, we tested the permeability, adjustability, the brake functionality and brake force. The valves were not permeable, but met all other specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are able to confirm the clinical suspicion of "under-drainage" because the valves were mot permeable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.